Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error open book image alarm. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump powered up after battery installation and displayed a frozen medtronic logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test, download the trace and history files using thump (download difficulty), or verify critical pump error (open book image) alarm due to the frozen medtronic logo. The pump was cut open to perform a visual inspection. Found that the multipin connector j4 of pcba 1 was broken off of the circuit board and stuck inside the corresponding connector (j2) on pcba 2. Removed the broken connector, swapped a test pcba 1, powered the pump on, and the display showed a flashing medtronic logo. The flashing medtronic logo anomaly fault is isolated to pcba 2. Unable to download the trace and history files using thump (download difficulty) or verify the critical pump error (open book image) alarm due to the flashing medtronic logo anomaly. Critical pump error (open book image) alarm is unknown and download difficulty is confirmed due to display anomaly. The force sensor zero offset is within specification (24.8 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, serial number label peeling, and pillowing keypad overlay. Frozen display (medtronic logo) is confirmed due to the j4 connector being broken off of pcba 1. Flashing medtronic logo is confirmed, fault isolated to pcba 2. Critical pump error (open book image) alarm is unknown and download difficulty is confirmed due to display anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.